Event description:
The customer called to report that they were hospitalized with dka. The customer had high bgs and was vomiting prior to the admission. Troubleshooting was performed. The date on the pump was incorrect. Assisted the customer with date change. The high-pressure test was not performed due to the lack of clamp. During the call it found that the customer had three bent cannulas in a span of five hours. Also the customer informed that they had a lot of scar tissue.